Manufacturer narrative:
(UDI) and initial reporter also sent report to FDA are unknown. Operator of device: patient/consumer. The product was returned for evaluation. No physical damage was found on the device. The event log confirmed that there was a record of repeated power on/off which was believed to have caused a "no message" alarm. The reported problem could not be duplicated; but deemed could have been caused by a possible defective downstream sensor. Root cause could not be determined. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that, after the pump was changed to another one, a "no disposable, pump won't run" alarm went off. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 6500. H4: correction: device manufacturing date: 21-oct-2020.